Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-18. The patient was implanted for spinal pain and not headaches like previously reported. The cause of the high impedances was not determined. The leads were left in place. Once the intellis was implanted, impedances improved enough to program. The patient was sent home able to use their stimulator without reporting any loss of therapy. This was confirmed with the physician and patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for headache. It was reported that on (B)(6) 2018, an impedance check was performed, and high impedances were found on all electrodes. No symptoms were reported. It was reported that the physician did not want to do any replacements at this time since the patient had not reported any loss of therapy. The rep noted that the issue was resolved. No further complications were reported or anticipated.